Event description:
Foley catheter became 'stuck' at urethral opening during catheter removal. Staff aware of bard's ifus for foley insertion and removal. We have experienced a total of 7 similar events to date. Two of the catheters are being returned to bard this week for eval. Dates of use: (B)(6) 2017. Diagnosis or reason for use: urinary retention.